Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the paramedics were called due to low blood glucose readings of 32 mg/dl. Customer stated that he may have given himself too much insulin leading to the low blood glucose readings. Customer further stated that the paramedics gave him glucose intravenously and customer was treated at home. No further information reported